Manufacturer narrative:
It is recommended to check the foot board before each use to ensure it is properly attached. The correct handling is described in the operator manual. A supplemental report will be submitted if additional information becomes available. Section h6 code 2755 - footrest/foot board.

Event description:
Siemens became aware of an incident that occurred while operating the luminos drf max system. During a knee and lumbar examination on an adult male patient, the table footrest detached. The patient acquired a minor injury on the left index finger. The cut to the skin was disinfected by a medical team at the customer¿s site and a dressing was applied to the finger. The patient was able to move the finger, no fraction was identified. The cause for the foot board detachment from the table has not yet been determined. Further information was requested for investigation.

Manufacturer narrative:
H3, h6: siemens healthineers completed the detailed investigation of the reported issue. The analysis of the provided pictures of the table showed worn tabletop notches. However, the technical evaluation could not confirm an impact of the burrs on this issue. According to the information received by the service organization many examinations were performed before, without removing the footrest. It is unknown whether the footrest was checked before each examination or not. In general, it is recommended to check the footrest again before each use to ensure it is properly attached. The correct handling is described in the in the system operator manual. Based on the provided pictures, no detrimental damage to the footrest can be seen. It was confirmed by service technician that the footrest can still be attached safely after this issue. To further improve the understanding of how to use and securely attach the footrest, the description in the operator manual has been updated. The improved operator manual is available since march 2023. For the installed base, an addendum for the improved understanding of the handling of the footrest has been released on december 9, 2022, with ui xp051/22/s (res# 91383). The affected customer received the addendum in december 2022. Since no system malfunction could be identified the complaint is closed without further measures.